Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported an elective replacement indicator (eri) on a non-rechargeable implantable neurostimulator (ins). On (B)(6) 2016, the patient started feeling like the stimulation wasn't working and went to turn the stimulation up when it gave the patient an eri error code on the patient programmer screen. They were getting pain in their legs again and was about that time to change it from last time. The patient had moved since their last implant. There was no allegation of dissatisfaction with ins longevity but there were symptoms reported. Relevant medical history includes other chronic/intract pain (trunk/limbs).